Manufacturer narrative:
This report is being filed to provide additional information in a.3.a, a.4, b.5, h.6 and h.11. Investigation: the device was checked out at the customer site by a terumo bct service technician. The technician found the plasma valve stem was loose. The technician retorqued the plasma valve stem and verified that the rbc and platelet valve stem were torqued to manufacturer's specifications. A full autotest was successfully completed. Final fluid balance was calculated as 90.8%. Based on the given information, it does appear that more than 15% of the donor's tbv was collected even using the most conservative assumptions (i.e. Using the calculated volume of ac in products using operator's manual), we calculate then the blood donation volume to be 17.2% of the donor's tbv. The device serial number history report indicates there was an additional report of a over harvest on this device. No report was filed for the additional report as it did not meet the criteria of a reportable event. The root cause was identified as a valve stem issue so DHR for the disposable lot is no longer required. Correction: this has been fixed by service technician. Root cause: a root cause assessment was performed for the excessive plasma collection. The root cause has been identified as a loose valve stem on the plasma valve.

Event description:
The customer reported that during a platelet procedure it collected double platelets. Patient ID, age and outcome are were not provided by the customer. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: final fluid balance was calculated as 90.8%. Based on the given information, it does appear that more than 15% of the donor's tbv was collected even using the most conservative assumptions (i.e. Using the calculated volume of ac in products using operator's manual), we calculate then the blood donation volume to be 17.2% of the donor's tbv. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a platelet procedure it collected double platelets. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.